Manufacturer narrative:
(B)(4). The device was not returned for analysis. The difficulty of retrieving the filtration element through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, the difficulty advancing the recovery catheter appears to be due to interaction with the newly placed stent. As a result, an angled guide catheter was used to retrieve the filter. The reported difficulty appears to be related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that while retrieving the emboshield nav 6 filter from the left internal carotid artery, the retrieval catheter could not cross the stent struts. An angled guide catheter was used to retrieve the filter. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number was provided. A follow-up report will be submitted with all additional relevant information.